Event description:
A med watch was sent to hill-rom on dec 2003, which stated, "while bathing a pt, nurses turned pt onto their right side. Pt was leaning on side rail and it gave way. Pt was assisted to floor by 2 nurses. No injury to pt."